Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [Include if found in analysis] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after (x) physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. After {1} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs in reference to # {} electrode. Analysis of the ins ((B)(4)) found the battery had reduced capacity due to overdischarge. Analysis of the extension ((B)(4)) found that the stim extension body was cut through, product segmented. Section d references the main component of the system and other applicable components are: product ID: 3487a-56, lot# v055387, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, serial# unknown, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# v055387, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, serial# unknown, product type: accessory.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer had a quad lead system implanted in 2007. It was further reported the implantable neurostimulator (ins) was not functional/dead for a couple of years due to end of life of the battery, and according to the consumer it hadn¿t been active for a couple of years. Prior to the battery no longer functioning the consumer had good coverage with their leads. The consumer was scheduled for a battery replacement on (B)(6) but upon opening the pocket it was discovered the extension tail leading into the battery was broken. It was unknown what could have caused this, what troubleshooting was done related to the issue, or what was done to resolve the issue. Since the hcp only implanted surgical paddles and the consumer had a percutaneous system the decision was made to remove the broken system and reschedule the consumer for a new implant so they could also be full body MRI eligible. The hcp proceeded to cut the extension and lead in at least two places for removal. The area of the extension broke off upon opening the pocket at the site of the battery connection and was still in the battery. All components given to the rep. Were going to be returned for analysis. Following this the issue was resolved. No further complications were reported/anticipated. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.